Event description:
It was reported that the patient presented for an elective procedure for removal of the implantable cardiac monitor (icm) as it had reached the elective replacement indicator (eri). It was noted during the procedure that the header detached from the rest of the device. The physician was using a clamp attached to both the header and metal body of the device when the header detached. The icm was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of detachment of device header was confirmed. As received the device was visually inspected and the header of the device was found to be cracked and separated from the can due to excessive force by the user. This is consistent with improper handling of the device header by user. Battery voltage was above the elective replacement indicator (eri). Analysis performed indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.